Event description:
Additional information received reported that the patient had 1 or 2 CT scans with multiple tests for diverticulitis. The patient was seen on (B)(6) 2011 with a complaint of stimulation cutting in and out. The stimulation was always stronger in the right lower extremity versus the left lower extremity. Programming showed progressing impedances since the last visit, and electrodes 8-15 yielded no stimulation. The patient was scheduled for a revision, and both leads were replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis of lead model 377860 lot # v346992006 determined the conductor was broken at the anchor site. Analysis of lead model 377860 lot # v387946013 determined the conductor was broken at or near the anchor site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3778 lot# v346992006 implanted: (B)(6) 2010 explanted: (B)(6) 2011 lead model 3778 lot# v387946013 implanted: (B)(6) 2010 explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that on (B)(6) 2011 the pt awoke with legs hurting real bad. The pt got up to walk and stretch and realized she did not have any stimulation. The pt changed the batteries in the pt programmer, but it showed the system was on but still not working. The pt recharged the system, charging and bars appropriate, but still could not feel stimulation. The pt was seen (B)(6) 2011 and the system was interrogated. Amplitude was increased without stimulation. Electrode impedance at 3amps showed >40,000 with electrodes 1, 2, and 12. Electrode 1 and 2 were being used with primary programming in a guarded cathode array. Electrode 12 was also used, but unable to get any paresthesia with 8-15 electrodes. The device was reprogrammed lower on the lead with excellent paresthesia to bilateral lower extremities and feet. The pt was happy with the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.